Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 12/17/2010, belt - (B)(4) - 06/01/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Prior to passing, the patient received five treatment shocks from the lifevest. The patient's husband stated that the patient was being transferred to a hospital in an ambulance when the lifevest delivered the treatments. The patient's husband also reported that the patient was wearing the lifevest at the time of passing. Review of the patient's download data reveals that following device startup at 10:31:07 am on (B)(6) 2019, the lifevest detected an arrhythmia two times from 6:44:11 pm to 6:46:20 pm. The patient's rhythm at the time of the detection was an idioventricular rhythm at 60 bpm slowing to an idioventricular rhythm at 40 pbm with motion artifact. At 6:46:23 pm, the lifevest declared a non-treatable rhythm. At 6:50:19 pm, the lifevest detected an arrhythmia and began the treatment sequence. The patient's rhythm at the time of the detection was an idioventricular rhythm at 40 bpm with CPR/motion artifact. At 6:51:09 pm, the patient received the first treatment pulse. The patient's rhythm at the time of the treatment delivery was motion artifact. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact and amplitude oversensing. Motion artifact contributed to the false detection. At 6:52:46, the patient received the second treatment pulse. The patient's rhythm at the time of the treatment delivery was sinus bradycardia at 40 bpm with motion artifact and amplitude oversensing. The patient's post-shock rhythm was CPR/motion artifact. Amplitude oversensing and motion artifact contributed to the false detection. At 6:53:16 pm, the lifevest declared a non-treatable rhythm. At 6:53:35 pm, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was sinus bradycardia at 35 bpm with CPR/motion artifact. At 6:55:52 pm, the lifevest declared a non-treatable rhythm. At 6:56:54, the lifevest properly detected vf with motion artifact. At 6:57:17 pm, the patient received the third treatment pulse. The patient's rhythm at the time of the treatment delivery was vf. The patient's post-shock rhythm was a sinus pause of 10.16 seconds which transitions to idioventricular rhythm at 10-20 bpm. At 6:57:56 pm, the patient received the fourth treatment pulse. The patient's rhythm at the time of the treatment delivery was idioventricular rhythm at 10-20 bpm with motion artifact and amplitude oversensing. The patient's post-shock rhythm was idioventricular rhythm at 20 bpm with motion artifact. Amplitude oversensing and motion artifact contributed to the false detection. At 6:58:13 pm, the lifevest declared a non-treatable rhythm. At 7:05:09 pm, the lifevest properly detected vf with motion artifact. At 7:06:39 pm, the patient received the fifth treatment pulse. The patient's rhythm at the time of the treatment was vf with motion artifact and amplitude oversensing. The patient's post-shock rhythm was vf with motion artifact and amplitude oversensing. Motion artifact and amplitude oversensing contributed to the false detection. At 7:07:36, the lifevest declared a non-treatable rhythm. From approximately 7:07:23 pm until the device shut down at 7:16:31 pm on (B)(6) 2019, the patient's rhythm was vf with CPR artifact per the holter monitor. The device properly detected vf. However, CPR/motion artifact prevented the lifevest from treating the patient from 7:07:23 pm to 7:16:31 pm. There is no indication that a device malfunction caused or contributed to the patient's passing.